Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of partial essure contraceptive device from the left fallopian tube/there was a residual essure contraceptive device 1.5 cm long within the proximal side 01 the fallopian tube/a few small implants inthe uterosacral ligaments of endometriosis') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included ovarian cyst, pelvic pain female, psychological disorder nos, abdominal pain lower, dizziness, blurred vision, constipation, pap smear abnormal, hemorrhoids, fever, chills, abdominal pain, weakness, vaginal discharge and dysuria. Previously administered products included for an unreported indication: mirena in june 2009. Concomitant products included alprazolam (xanax) since 2002, bupropion hydrochloride (wellbutrin) from 2007 to 2018, hydrocodone from 2009 to 2013 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), nausea ("nausea"), anxiety ("anxiety") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device removal ("complications from your essure removal procedure: physician did not cauterize a vein"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral),oophorectomy (unilateral) and removal of partial essure from left fallopian tube on (B)(6) 2011). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, allergy to metals, menorrhagia, vaginal haemorrhage, complication of device removal, depression, nausea, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes. Other injuries/symptoms : no. On (B)(6) 2010 hysterectomy (full) was performed. There are three coil ls visible on the left and seven coil is visible. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included ovarian cyst, pelvic pain female and psychological disorder nos. Concomitant products included alprazolam (xanax) since 2002, bupropion hydrochloride (wellbutrin) from 2007 to 2018, hydrocodone from 2009 to 2013 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), nausea ("nausea"), anxiety ("anxiety") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device removal ("complications from your essure removal procedure: physician did not cauterize a vein"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, allergy to metals, menorrhagia, vaginal haemorrhage, complication of device removal, depression, nausea, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes, other injuries/symptoms : no. On (B)(6) 2010 hysterectomy(full) was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), ovarian cysts, nickel allergy, vaginal pain, complications from your essure removal procedure: physician did not cauterize a vein were added. Event psychological trauma was replaced with depression and anxiety. Concomitant and historical conditions were added. Concomitant drugs were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of partial essure contraceptive device from the left fallopian tube/there was a residual essure contraceptive device 1.5 cm long within the proximal side 01 the fallopian tube/a few small implants inthe uterosacral ligaments of endometriosis') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included ovarian cyst, pelvic pain female, psychological disorder nos, abdominal pain lower, dizziness, blurred vision, constipation, pap smear abnormal, hemorrhoids, fever, chills, abdominal pain, weakness, vaginal discharge and dysuria. Previously administered products included for an unreported indication: mirena in (B)(6) 2009. Concomitant products included alprazolam (xanax) since 2002, bupropion hydrochloride (wellbutrin) from 2007 to 2018, hydrocodone from 2009 to 2013 and zolpidem tartrate (ambien) since 2007. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), nausea ("nausea"), anxiety ("anxiety") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and complication of device removal ("complications from your essure removal procedure: physician did not cauterize a vein"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral),oophorectomy (unilateral) and removal of partial essure from left fallopian tube on (B)(6) 2011). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, allergy to metals, menorrhagia, vaginal haemorrhage, complication of device removal, depression, nausea, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes, other injuries/symptoms : no on (B)(6) 2010 hysterectomy (full) was performed. There are three coil ls visible on the left and seven coil is visible. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: events: device breakage were added. New reporter contact information was added. Patient's demographics were added. Medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury : yes, other injuries/symptoms : no on (B)(6) 2010 hysterectomy(full) was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information. Case was upgraded to incident. Previously reported event injury to herself was updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, psych injury, nausea, essure confirmation test(s) not conducted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report